Event description:
Patient admitted to ccu for lvad thrombosis. Shortly into admission stroke code called for left facial droop, left arm paresis and left hemisphere neglect, likely an embolic stroke secondary to lvad thrombosis. Patient also in cardiogenic shock secondary to pump failure, and agitated requiring sedation and intubation, vasopressors started for cardiac management. Lvad controller disconnected at bedside given pump failure. Per goals of care(goc) discussion with family, patient made dnr/dni and plans for extubation and stopping vasopressors for comfort care. Patient transferred to floor for comfort and care management. At time of death, patient evaluated and time of death declared at 12:24am on (B)(6) 2018. Device not explanted.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 8 months and 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired due to lvad thrombosis and stroke. Further information was requested but has not been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned for evaluation. A correlation between the device and the reported thrombosis and stroke could not be conclusively determined. The instructions for use list infection and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was received from the vad coordinator indicating that the stroke was suspected of occurring secondary to the lvad thrombosis. A head CT reportedly showed development of hypoattenuation and loss of gray-white distinction in the right parietal and temporal opercula as well as posterior insula compatible with acute ischemia. The patient was transferred to comfort care prior to the outcome. The device was not explanted for evaluation.